Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 11/23//2015. The fse confirmed valves 13, 14, and 15 were faulty causing the wbc and rbc baths unable to drain and causing them to overflow. The fse replaced the valves resolving the leak. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported approximately 10 mls of uncontained clear fluid leaked from the coulter ac&#29984;diff analyzer during a startup cycle. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.